Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump was dropped onto a hardwood floor, resulting in a cracked touchscreen and loss of functionality, and the device was no longer watertight. Symptoms included no clinical symptoms. Outcomes included no clinical impact, no medical intervention, and continued cgm use via the dexcom app or receiver. Investigation included customer interview, troubleshooting and education, and arrangements for device replacement with instructions to shut down the device and to return it using a provided label. Investigation of this case revealed mechanical damage to the touchscreen component consistent with accidental damage, with no evidence of device malfunction prior to the drop. It was concluded, based on established findings for similar reports, that the cause was user-induced physical damage unrelated to device design or manufacturing.